Event description:
Pt had a scleral buckling procedure in 1999 at another facility, for retinal detachment. The pt has had several episodes of postop inflammation with recurrence of inflammatory tissue from the orbit, and multiple excisions of recurring tissue. On 4/4/00 the pt underwent removal of a 287 scleral buckle and a 240 band. The retina remained attached, but there was evidence of multiple areas of necrotic tissue and one area of red spongy type tissue that was dissected and sent to pathology.